Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection a hole approximately 0.25 cm in length was observed on the tubing. Simulated use testing and gravity flow testing were performed, and the set was noted to be leaking through the hole. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood administration pump set leaked from its tubing. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.